Event description:
Pt on espirit ventilator, popping noise heard, vent reading vent error 9003. As far as rep can tell, there is nothing wrong with the ventilator or the sensor or the humidifier, except that the humidifier may work "too well." The combination of the three, however, can result in humidity causing the failure or the exhalation flow sensor, which can shut down the ventilator. This event will be submitted to medwatch based on the problem which occurs with the combination of the three pieces of equipment.